Event description:
During a follow-up for a patient implanted with an evoke spinal cord stimulation (scs) system, a reduction in pain relief was reported. An impedance check was performed and confirmed disconnected electrodes. A lead revision was performed. Therapy has been restored to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section d6a. Implantation date: previously reported as (B)(6) 2024, corrected to (B)(6) 2024. Additional information: section d4 - expiration date section d6b. - explantation date section d9 - 9. Date returned to manufacturer, device returned to manufacturer section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the lead was returned. Visual inspection identified multiple conductor cable breaks at the anchor site and along the anchor body. The lead did not pass subsequent functional testing, with multiple disconnected electrodes observed. The complaint is confirmed. The observed conductor cable breaks distal to the anchor site may be consistent with damage caused by implant technique. This damage was likely the cause of the reported event. The cause of the wire breakages cannot be conclusively determined. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." In addition, the evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "inadequate pain relief following system implantation" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.